Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced air bubbles. The following information was provided by the initial reporter: it was reported by the customer that "this didn't occur on just one occasion; it is an ongoing issue with multiple lines". It was reported by the customer that for alaris pump infusion set (ref (B)(4).), their staffs are having to disconnect the IV tubing from the patient and further prime the fluids through the tubing to remove the air which becomes problematic when infusing medications/tpn/lipids since it is causing a loss of those fluids. It is also increasing risk of infection to the patient.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that there was air in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced air bubbles. The following information was provided by the initial reporter: it was reported by the customer that "this didn't occur on just one occasion; it is an ongoing issue with multiple lines". It was reported by the customer that for alaris pump infusion set (ref 10942011), their staffs are having to disconnect the IV tubing from the patient and further prime the fluids through the tubing to remove the air which becomes problematic when infusing medications/tpn/lipids since it is causing a loss of those fluids. It is also increasing risk of infection to the patient.